Event description:
According to the distributor report, patient underwent suboccipital cranectomy c1 laminectomy and decompression of cerebellar tonsins in 2001. There were no apparent complications and was discharged 4 days later. Patient was readimitted on 7 days later for treatment of wound infection and dehydration. Required 5 day hosp stay and treatment with IV antibiotics.